Event description:
Pt was receiving IV dilaudid pca. Pump was programmed with a reservoir volume of 200cc. Pt had continuous and bolus doses programmed into pump. Her pump indicated that after several days, the reservoir volume was down to .8cc and needed a bag change. Upon opening the pouch, the bag was still full. We brought it back into the pharmacy and measured what was in the bag and it was 125 cc. Pt is very experienced with the operation of the cadd pump. No suspicion of operator error.